Event description:
The dexcom g7 is what I'm currently using and these things are failing over and over again. I have maybe had 3 or 4 that are even close to being accurate. I have to call in and get a replacement at least 80% of the time. Which is detrimental to the care of my type 1 diabetes. I spend so much money on this technology to stay alive and I can not trust this for anything. It will either be over 100 points off in either direction or it fails in warm up. It is insanity that it is available to the public. Across the board in all the groups I am in, we are frustrated. It feels like I'm being scammed out of my money for a device that doesn't work hardly at all. I think you will find I'm not the only person out here who is at the end of our rope with this company. Its taking at least a solid week to get any sort of correspondence that they are sending out a replacement. A week! For being a type 1 diabetic business they know that is so far from expectable. I am begging you to help me here. I'm pleading. I want to move to the older cgm, the dexcom g6 but they are saying they are discontinuing it. So I am at a loss here. Please reach out for any more information you need. I have emails showing how many times I've needed replacements. And honestly its not even the worst of it. Sometimes I just go ahead and finger poke to check and hope I dont have a low in the middle of the night because I know a replacement is going to take a week.